Event description:
It was reported that a cartridge alarm occurred during basal pumping therapy with multiple cartridges. In addition, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.